Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the light has bad connection to the ground. We decided to report the issue in abundance of caution as lack of grounding could generate risk of electric shock. Getinge technician checked the device and could not confirm the issue. The device was fully functional. It was established that when the event occurred, the surgical light did meet its specification. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the analysis performed by subject matter expert: the testing method was probably not followed, the electrical safety measurement must be carried out as described in the "maquet powerledii 01810 en 04" maintenance manual. It has been reported: "no issue found unit passed when I tested". Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the light has bad connection to the ground. We decided to report the issue in abundance of caution as lack of grounding could generate risk of electric shock.